Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. Axiem registration great on resin head. System performed as intended. Reported issue could not be replicated. (B)(4) 2015 - software investigation completed. Findings are that before registering, the surgeon taped the patient to the horseshoe. Some of the tape went over several fiducials, subsequently when the surgeon matched the points, which had been stored on the surface of the skin, he was touching a couple mm above the skin. Use error. (B)(4) 2015 - noted per analysis of medtronic clinical representative bsn, rn, this was use error and the surgeon knowingly proceeded with sub-optimal accuracy.

Event description:
A medtronic representative reported that a surgeon alleged their axiem pointmerge registration was 5 millimeters inaccurate while in a cranial procedure, the surgeon used fiducials as the pointmerge points. Before registering, the surgeon taped the patient to the horseshoe. Some of the tape went over several of the fiducials and when the surgeon matched the points, which had been stored on the surface of the skin, deemed he was touching a approximately 2 millimeters above the skin. Target was large so the surgeon proceeded with the shunt placement. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software instructions for use provided with the system contain instruction and guidance regarding proper pointmerge registration. Training with the surgeon regarding the use of the axiem system was completed on 06/01/2015.